Event description:
A report was received that the patient's lead revealed high impedances. Database analysis showed high impedances on several contacts on the lead. The patient underwent a procedure where the lead was replaced. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical test performed. The complaint had been confirmed. Inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 1, 2, 3, 4 and 5. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site.

Event description:
A report was received that the patient's lead revealed high impedances. Database analysis showed high impedances on several contacts on the lead. The patient underwent a procedure where the lead was replaced. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.